Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/pt contacted lifescan (lfs) customer service on (B)(6) 2009 alleging that the on touch ultralink meter does not turn power. During troubleshooting, the reported issue was not resolved. Although, there is no evidence of product misuse, the lfs meter did not turn on with the power button pressed and the test strip inserted into the meter. There is no indication that the product caused or contributed to an adverse event. The pt's symptom, "crabby", preceded the onset of the product issue and did not meet the criteria for a serious injury. In addition, the pt did not receive any form of medical intervention. However, this complaint is being reported because the power issue was not resolved with troubleshooting. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.